Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens, 22.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 23.5 diopter, monofocal lens model. The account indicated the product was not available to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and blur, clinical reason being decreased best corrected visual acuity and glare. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that lens was exchanged for a non company lens. There are two medical reports associated with this patient. This file belongs to left eye.